Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information received: was the staple line complete? No information. How was it confirmed that the anvil was free from the tissue prior to removing? No information. After firing was the adjusting knob turned ½ to ¾ revolutions? No information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No information.

Event description:
It was reported that during a lap high anterior resection, all deployed staples were unformed and the target tissue was not cut at all. The indicator was closed about eight out of ten within the green zone at the time of firing. After the firing, the device could not be removed from the patient and then, this event was found. The target tissue was trimmed and another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the breaking sound of the washer was heard and he did not feel that something was wrong in firing. Also, he commented that the anvil and the housing were set properly inside the patient. However, when the device was received, it was found that the washer was not cut at all and the handle around the safety was damaged by the sales rep. One device will be returning.

Manufacturer narrative:
(B)(4). Batch # m53n36. The analysis results found that the cdh29a device arrived in good visual condition with 11 staples present unformed and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.